Event description:
Unidentifiable substance on mics hand piece. Case was cancelled. Patient was not under anesthesia. Case type / application: tka.

Manufacturer narrative:
Reported event an event regarding foreign matter involving a mako mics was reported. The event was confirmed. Method & results. Product evaluation and results: part# 209063. RMA# 322562. Sn# (B)(6). Depot service technician: (B)(4). Handle has been decontaminated and cleansed of all foreign material. 1. Successfully performed inspection. 2. Successfully performed mics repair. 3. Tested per qip 0243. Test pass screen shot. Material analysis: the foreign debris on the mako mics handpiece was analyzed using a ftir (fourier transform infrared spectroscopy)/atr (attenuated total reflectance). The debris was matched with approximately 82%-84% probability to polyvinyl stearate, methyl laurate, or lauryl laurate. Further analysis of materials used on or within the vicinity of the mako mics handpiece during assembly would be necessary to identify the specific cause of the foreign debris. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices, including serial number (B)(6), were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: preventive maintenance is where an action occurs that identifies device deterioration which may compromise function. Under pm conditions no patient was involved and no actual or potential patient harm existed for the alleged event. The alleged failure mode and presence of a foreign matter was confirmed through a ftir (fourier transform infrared spectroscopy)/atr (attenuated total reflectance). The debris was matched with approximately 82%-84% probability to polyvinyl stearate, methyl laurate, or lauryl laurate. These components are likely residue from surfactants and cleaning agents used in the re-processing. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Unidentifiable substance on mics hand piece. Case was cancelled. Patient was not under anesthesia. Case type / application: tka.